Event description:
It was reported that clips would not advance. Only 4 clips were released. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Lockout spring out of position, damaged antiback-up. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was returned empty and with the anti-back up and lockout non-functional. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver. Additionally, the lockout spring was noted to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.